Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 30-apr-2018 with the following findings: a review of the pump's black box memory showed that the total daily delivery values add up correctly and correspond to the programmed basal rates. The keypad buttons were found to be appropriately responsive. A 10 unit bolus was manually performed, found to deliver accurately, and recorded accurately in the pump history. A 10 unit was manually performed using the audio bolus button, found to deliver accurately, and recorded accurately in the pump history. The pump successfully completed the 24 hour duration test without issue or ghost boluses. The original complaint of an inaccurate delivery issue was unable to be duplicated.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. Troubleshooting of the pump basal delivery totals in the total daily doses match the active basal program and the basal history matched the active basal program settings. The bolus totals matched however, boluses are not reportedly not recorded correctly per the user; missing bolus records. There is no indication the alleged product issue caused or contributed to an adverse event. This issue is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.